Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneous thyroid stimulating hormone (tsh), total thyroxine (tt4), and total triiodothyronine (tt3) patient results from three (3) separate patients generated on the access 2 immunoassay analyzer. The results for all three patients were identical; tsh =0.00 uiu/ml, total t4 >30ug/dl, and total t3 >820ng/ml. The customer indicated one of the patients results had produced values within the normal range of each of the assays listed, prior to obtaining the questioned results. The customer is only questioning results from the three (3) patients, they had not performed testing of any other patient's since the time the instrument issues were observed. The erroneous results were not reported out of the laboratory. There was no death, injury, or affect to patient treatment associated with this event. Bec customer technical support (cts) advised the customer to perform a system check while troubleshooting this event; however, the system check failed to pass within specifications. A service request was initiated. Reference ranges: access tsh: 0.34-5.60 uiu/ml. Access tt4: 6.09-12.23 ug/dl. Access tt3: 0.87-1.78 ng/dl.

Manufacturer narrative:
The samples were collected in serum separator tubes and were centrifuged for 10 minutes at 5000rpm. The customer reported no sample related issues reported in connection to this event. The customer also reported that there were no system related issues reported in connection to this event. The customer had verified to bec customer technical support (cts) that all onboard packs were appropriately loaded. Qc was within the customer's established ranges prior to the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse observed multiple issues with the instrument pipettor while on site. The fse observed that the instrument was in the 'not ready mode' upon arrival. The fse located a broken wire on the pipette home sensor, after replacing the sensor the fse was able to initialize the system (system was no longer in 'not ready mode'). The fse also observed a hole in the pipette tubing; when attempting to prime instrument fluidics the fse observed liquid leaking from the tubing. The fse replaced the pipette tubing. Thirdly, a defective pipette transducer/ service loop was observed to be causing ultrasonic surface detect errors during verification testing of the instrument. The fse replaced the transducer and service loop cables to correct the issue. The fse performed passing service verification testing after all pipette repairs were completed. The customer then performed passing qc as a final verification to the site that instrument operation was acceptable. In conclusion, hardware is the cause of this event.